Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose at time of admission was unknown. It was stated that no insulin was in the reservoir compartment, but the reservoir was damp when the customer switch to a loaner insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 2 of 2, medwatch report # 3004209178-2012-89573. Mfg. Report 1 of 2, medwatch report # 2032227-2012-07082.